Manufacturer narrative:
The returned device was evaluated and the inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, nausea and frequent urination. The patient reports the day before this event they had removed a pod and was using manual injections of insulin before applying a new pod. The following afternoon the patient had gone to the hospital. Once at the hospital upon removal of the pod from the insertion site (arm), the cannula was found to be bent. The patient was treated with intravenous fluids as well as an insulin drip. The patient had bloodwork performed. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.